Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reported that the inside of her pump smelled like insulin. She used different sets and reservoirs from different boxes with the same result. Instructed customer to returned to minimed.